Event description:
It was reported by dealer that the irc1710 aerosol compressor unit will not turn on. The switch is not working. Dealer stated no injury to patient. Patient had unit for 4 years. No additional information available per dealer.